Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that an oxygenator was primed and ready for use. The water was set to 34 degrees centigrade and switched on to circulate. The gas was flowing at 2 l/minute. After a few minutes approximately 5ml of liquid was noted on the floor under the gas outlet port. The floor was dried and the system was left to circulate for another ten minutes. Upon return, it was noted that approximately 10 ml of liquid had leaked from the gas outlet port. The device was changed out. Ref: (B)(4).